Manufacturer narrative:
At this time, the lead remains capped and implanted. If the lead is capped and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead had high out of range pacing impedances greater than 2500 ohms. It was reported that the thresholds were also trending up. The lead was tested on the pacing system analyzer (psa), where the impedances remained high. The device was electively upgraded, and the lead was surgically capped and replaced. No additional adverse patient effects were reported.